Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump date was incorrect, cause was unknown. Customer resumed insulin delivery successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.